Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. Approximately two years post index repair the patient received an intervention where two additional endurant limbs were implanted for the treatment of a type ib endoleak identified in both limbs. The physician noted the cause due to disease progression; aneurysm enlargement. The intervention was completed successfully and the type ib endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine

Manufacturer narrative:
(B)(4).